Event description:
Initial result for a pt glucose was 5 mg/dl. When repeated, the result was 40 mg/dl. The incorrect result was not used to guide therapy. The field svc rep found a loose probe and repaired the instrument by tightening the probe.